Event description:
Customer reportedly received the following results on the compact system within 10 minutes; 290 mg/dl, 173 mg/dl, and 122 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent.